Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and blank display. The customer's blood glucose level at the time of incident was 39mg/dl. The customer states they treated with juice. Troubleshoot was conducted. The display was found to have not returned. No further information provided.